Event description:
It was reported hf sensor exhibited inaccurate measurements which were not correlating with the clinical symptoms. As a result, the sensor was calibrated via right heart catheterization by 40.7 mmhg on (B)(6) 2019. Accurate readings were observed on under the manufacturer's patient care network database.